Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x display workstation (dws8) z4 was received for evaluation. The reported event was confirmed through the message logs, memory test failing during diagnostics, and the dws unresponsiveness. Based on the investigation, and information provided to abbott, the root cause cannot be definitively confirmed; however, the failure is contained within the system.

Event description:
During the radiofrequency atrial fibrillation procedure in voxel mode, there was a delay due to the ensite dws lagging and crashing. While mapping, the ensite x dws lagged and crashed. The dws was restarted three times (each restart took 15-20 minutes), but the lagging issue persisted. The dws was replaced, and the issue was resolved. There were no adverse consequences to the patient.